Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. The physician selected an angiojet zelantedvt catheter for a thrombectomy procedure in a mildly tortuous and mildly calcified target lesion. It was noted that the catheter was sticking on the wire during the procedure. The catheter and guide wire were successfully removed from the patient as one system. This device was used to "clean up most of the thrombus". No patient complications were reported and the patient's status is good.